Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger problem) was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was damaged.